Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left main coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was removed by the usual method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile and shaft polymer extrusion has no issues, no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blade segments identified the following: blade 1- no damage observed. Blade and pad fully bonded onto the balloon. Blade 2 - approximately 3mm of a distal blade segment was missing (detached). The entire blade pad was intact. Blade 3 - no damage observed. Blade and pad fully bonded onto the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear at the distal marker band.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left main coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was removed by the usual method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.